Event description:
Three devices (cev647b5, cev625h, cev669e) were returned for repair to mxi service and repair.

Manufacturer narrative:
Device 2 of 3: cev625h, (lot: 201207mf3) - manufacturing date: 07/2012. Device 3 of 3: cev669e, (lot: 201112mf2) - manufacturing date: 12/2011. (B)(6). A cev647b5: evaluation of this instrument indicated that the sheathing was damaged and presented with traces of impact. The sheathing most likely damaged after impact or abrasions during the use or the reprocessing, cev625h: evaluation of this instrument indicated that the insert was bent, the coating was damaged, and one of the ceramic pieces was broken. The insert was most likely damaged by impact during the use or the reprocessing. The client was referred to the use of provided protection in our IFU, cev669e: evaluation of this instrument indicated that the handle was jammed and difficult to use. The jamming is most likely due to a lack of regular lubrication. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted in resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference #: na. (B)(4).